Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-05051. It was reported that during an ipg replacement due to end of life on (B)(6) 2023, intra-operative testing recorded high impedances. Surgical intervention may take place address the issue